Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the first deployment attempt the valve was too high, therefore was recaptured. Following the recapture, it was reported that the valve was under-expanded and had infolded. The valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic vacs balloon. The valve was replaced and implanted successfully. A post dilation was performed following the valve implant. The reason for the post dilation was not reported. No adverse patient effects were reported. Additional information was received indicating that pre-implant balloon aortic valvuloplasty (bav) was performed using a 21 millimeter (mm) non-medtronic (true) balloon. It was reported that the valve was under-expanded and may have infolded, but an infold was not confirmed. No adverse patient effects were reported. Additional information was received which reported that the post dilation was performed as a result of moderate paravalvular leak (pvl). The post dilation decreased the pvl to mild. No additional adverse patient effects were reported.